Event description:
Revision surgery of a stem. The stem was not osseointegrated, the extraction was very easy. Loosening of the implant. There were no signs of infection. The piece is not available for investigation due to the hosp policy. MFR ref #: 3005180920-2015-00072.